Manufacturer narrative:
Method: no product available to be returned. A review of the device history record can not be conducted as a lot number was not provided. Results: without the actual product, an analysis cannot be conducted. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
Drug/diluent: marcaine 0.25%. Fill volume: 400. Flow rate: 4 ml/hr. Procedure: bilateral mastectomy with reconstruction. Cathplace: inferior to breast implant, curled fashion. Physician reported that the pt may have had an allergic reaction to the catheters placed into the fascia, as evidenced by a rash that follows the lines of the catheters and has spread into the abdominal area. The pump was placed after surgery on (B)(6) 2011, approx 1:30pm. It is reported that the pt did not have any drug or silver allergies prior to surgery and that the pt has had and tolerated the drug in the pump fine in the past. The pump removed on (B)(6) 2011, and was empty at the time of disconnect. The pt was given atarax and the symptoms dissipated after treatment. The pt is doing fine now. Date of event: (B)(6) 2011.